Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had the device for a few years they had the battery replaced because it was low. The battery worked for maybe the first two years and then it stopped. The issue started in 2019. Patient started to have bladder leakage. Even after they had the battery changed she still had leakage. The patient stated they were supposed to meet rep then covid hit and then the patient got sick and wasn't able to meet with rep. Patient  was told rep could tweak some things that the patient couldn't do on her own. Patient contacted her doctor in (B)(6) and they are not helping to get an appointment. Patient is supposed to be getting another stimulator for pain. Patient just started seeing a new hcp and they said they work with medtronic and could have a representative come there. Sent an email to the medtronic representative to call the patient. No further complications were reported at this time.

Event description:
Additional information was received from the patient. It was reported that the issue was not due to normal battery depletion. The steps that were taken to resolve the issue included the rep adding more programs to the patient's device. However, it did not help.

Manufacturer narrative:
Continuation of d10: product ID: 3058, serial# (B)(6), implanted: (B)(6) 2020; product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.